Manufacturer narrative:
(B)(4). Exemption number, e2014005. Evaluation of the pump is not required.

Event description:
The event was reported by a customer from (B)(6): "we received an email from (B)(6) last week saying that it's not the code that was not functioning but likely the patient don't have the code. We have received more information about the pumps that indicated that code 9990 was not working. In fact, by asking patients, we discovered that they pressed the quit button (trying to deal with the alarms themselves) and that they therefore stopped the infusion and cancelled the settings. We have re-tested the pumps and codes 9990 and 8880 are functioning properly. It should be noted that patients who had to call the 24/7 support phone number are very dissatisfied with the service. I was told that calls were not returned within the promised timeline (1.5 hours versus 15 minutes) and I was very surprised to learn that a representative apparently told a patient to disconnect the chemo line and to prime the line herself and then re-attach the IV line. Therefore, the patient and her husband were exposed to chemotherapy in unsafe conditions and also lost a quantity of treatment which would have spilled out near them, which is dangerous. Unless they have a medical/nursing background, patients are not qualified to do this kind of task. Have you had any news from biomed about certifying the pumps; we need to resolve this problem as soon as possible. We have an average of 1 to 2 patients per week who need these pumps. In addition, we have to program the pump every 24 hours because it is a continuous infusion over several days. The alarms are causing a lot of anxiety with patients and many calls have been made to the on-call pharmacist whereas I believe that these problems could have been avoided. Can you do a follow-up please. (B)(6). Death or serious injury: no"

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "we received an email from the (B)(6) hospital last week saying that its not the code that was not functioning but likely the patient dont have the code. We have received more information about the pumps that indicated that code 9990 was not working. In fact, by asking patients, we discovered that they pressed the quit button (trying to deal with the alarms themselves) and that they therefore stopped the infusion and cancelled the settings. We have re-tested the pumps and codes 9990 and 8880 are functioning properly. It should be noted that patients who had to call the 24/7 support phone number are very dissatisfied with the service. I was told that calls were not returned within the promised timeline (1.5 hours versus 15 minutes) and I was very surprised to learn that a representative apparently told a patient to 1) disconnect the chemo line and 2) to prime the line herself and then re-attach the IV line. Therefore, the patient and her husband were exposed to chemotherapy in unsafe conditions and also lost a quantity of treatment which would have spilled out near them, which is dangerous. Unless they have a medical/nursing background, patients are not qualified to do this kind of task. Have you had any news from biomed about certifying the pumps? We need to resolve this problem as soon as possible. We have an average of 1 to 2 patients per week who need these pumps. In addition, we have to program the pump every 24 hours because it is a continuous infusion over several days. The alarms are causing a lot of anxiety with patients and many calls have been made to the on-call pharmacist whereas I believe that these problems could have been avoided. Can you do a follow-up please? (B)(6) pharmacist, (B)(6) oncology pharmacy (B)(6) hospital death or serious injury: no"